Event description:
Patient's daughter called to report the patient's death and mentioned that the fire and rescue personnel present at the time of death believed that it may have been related to the device because the patient became bradycardic and then asystolic. The family member also reported that the device was not removed prior to interment of the body, and is therefore, not available for analysis.